Manufacturer narrative:
All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore; or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. The year of implant was provided, however the exact date of implant is unknown and will be estimated to be on or about (B)(6) 2014.

Manufacturer narrative:
This medwatch has been retracted, 2nd follow up submission was sent in error.

Manufacturer narrative:
Further review of the vqi export data determined that there is no allegation of deficiency against the conformable gore® tag® thoracic endoprosthesis used in this procedure. Delivery and deployment of the device was technically successful and no serious injury occurred. This event was reported in error and medwatch #2017233-2015-00486 previously submitted is retracted.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. On or about (B)(6) 2014 this patient underwent endovascular treatment for an acute dissection that extended from zone 3 to zone 5 of the aorta. The patient was implanted with two conformable gore® tag® thoracic endoprostheses. The devices were placed as follows: (B)(4) (proximal zone 3)(B)(4) (proximal zone 4) the maximum total aortic diameter (including true and false lumen in dissection) within the diseased segment being treated measured 34.0mm. The patient was symptomatic and the procedure was elective. Successful and accurate deployment were reported, however an injury to the access artery was reported 7 days post surgery that required surgical rx treatment. It was reported that accurate delivery and deployment of the device was not technically successful. No further details were provided.